Event description:
Additional information indicated that there was a "nursing home error in medication ordering". The patient was noted to have no injury. No additional information was available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an increase in tone and clonic jerks. The patient went to the hospital because of a missed refill session 3-4 weeks ago. The pump was to be filled the date of this report. It was suspected the pump had been empty for a week. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4). No longer apply to this event. (B)(4).